Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon occurred. A 2.75 x 28 synergy ii drug-eluting stent was selected for use. However, it was noted that the 1/3 of the stent was out of the balloon. The device was never introduced to the patient nor loaded to the wire. No patient complications were reported.